Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure repositioning of the right atrial (ra) lead was not possible. The ra lead was stuck and could not be removed. The lead was capped and replaced. No patient complications have been reported as a result of this event.